Event description:
During a clinic follow-up, episodes of noise were observed on the right atrial (ra) lead and the right ventricular (rv) lead. Technical support was contacted and provocative testing was performed, and the noise was able to be reproduced on both channels. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.